Event description:
It was reported that during a competitor generator replacement, the right ventricular (rv) lead had recorded short episodes of non-physiologic noise. It was not possible to view the noise from the competitor device. The egm did demonstrate, what appeared to be, myopotential. After electrical, fluoroscopic, and visual inspection of the lead, the physician decided to cap and abandoned this lead. A new lead was successfully implanted. All lead measurements were within range and satisfactory. There were no adverse patient effects reported. The rv lead will not return for analysis and remains implanted and electronically deactivated.